Event description:
A technician reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery and following lasik. It is not known which surgery was performed first. She also reported the pt experienced a prismatic rainbow effect at night around lights. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg. Not enough info was provided from the reporter to properly complete an investigation. (B)(4).